Manufacturer narrative:
Device not available for return.

Event description:
It was reported that catheter entanglement occurred. An opticross imaging catheter was selected for use. However, the catheter collapsed on itself and wrapped around the wire. No patient complications were reported.